Event description:
It was reported that one week post-operatively the patient presented to the hospital with right groin bleeding and was admitted. An abdominal computed tomography was performed confirming a pseudoaneurysm. Repair of the right femoral vein with ligation and washout was performed which resolved the issue. Patient was hospitalized for two days. 2 weeks later, the patient complained about high heart rate at a clinic visit. An electrocardiogram was performed and showed atrial flutter. Shortness of breath and tiredness were reported. An antiarrhythmic drug was administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.